Event description:
The advocate stated, the customer received a blood glucose reading of 200 mg/dl from her contour ts meter and a reading of 86 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer did not have any test strips left to return for eval.